Event description:
During the device evaluation, it was observed that the ultrasound gastrovideoscope exhibited foreign material around the forceps elevator and dirt on the electrical connector. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign material observed on around the device forceps elevator and dirt/foreign material on the device electrical connector could not be determined, however, the issues were likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.